Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Manufacturer's ref. No: (B)(4).

Event description:
This complaint is from a literature source. It was reported that one patient with ventricular tachycardia in the man group underwent radiofrequency ablation and suffered a cardiac tamponade that ultimately led to the patient¿s demise. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿catheter ablation of ventricular tachycardias using remote magnetic navigation:a consecutive case¿control study¿ the purpose of this study was to compare acute and late outcomes of vt ablation using the magnetic navigation system (mns) to manual techniques (man) in patients with (shd) and without (nshd) structural heart disease. The study was conducted from january 1, 2008 until august 31, 2010. Suspect device are celsius thermocool ablation catheter, however catalog and lot numbers are unknown.